Event description:
It was reported that during an unknown procedure the device doesn`t work.

Manufacturer narrative:
(B)(4). Batch #: t93014. Did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. Could you please be more specific about how the device didn¿t work? No consequences reported. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hpxx device was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.